Event description:
It was reported the patient was admitted to the hospital two days post operatively with possible tamponade. The lead was tested and all values were within normal limits. The "pericardial effusion resolved without further involvement". The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.